Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 587 mg/dl. The customer¿s current blood glucose is 277 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood event. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with manual injection. Customer reported product was under delivering. The product will not be returned for analysis.